Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be sent.

Event description:
A doctor reported to baxter (B)(4) that a spike on the transfer set used for peritoneal dialysis (pd) therapy was bent. The doctor reported that the transfer set had been used for 60 days. There was no patient injury or medical intervention.